Event description:
It was reported that the programmer did not recognize devices and occasionally had booting fully. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the booting issue, as the programmer would not power up, and the radiofrequency transceiver was replaced to resolve the booting issue. Analysis also found that the keyboard hinge was broken, that the system fan was noisy and that the hard drive was noisy. All were replaced to resolve. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radiofrequency programmer head.(B)(4).

Event description:
It was reported that the programmer did not recognize devices and occasionally had booting fully. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.